Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Lens removed and replaced within the initial procedure. (B)(6). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct375 20.5 diopter intraocular lens (iol) would not unfold and made contact with the patient's capsular bag. There was no capsular rupture, but there was traction of the capsule with the risk of a capsular tear. The lens was more rigid than usual. The lens was removed from the patient and was rehydrated in order to recover the lens, however the lens remained folded. The lens was replaced with a different lens brand. There was no incision enlargement or vitrectomy performed. Post-operatively, the patient was calm and had normal vision. No additional information was provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. Therefore, reported complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.